Event description:
On 1/24/97, device was sterilized according to sterilizer mfrs instructions. Following sterilization, the device exhibited black circles in optics and was determined to be unusable. Pt had been anesthetized prior to this and surgery had to be postponed due to device condition.

Manufacturer narrative:
Examination of the returned device revealed that the eyepiece was flooded. Moisture had gotten into the shaft and objective lens. Articulation is low and the shaft was twisted. These problems were caused by normal wear and tear during routine use. This device is delicate and has a limited life expectancy. It also requires careful handling. The unit was still functional and has been refurbished.